Manufacturer narrative:
Model number/ catalog number: sc-2108-50m, serial number: (B)(4), batch/ lot number: 16268, model/ catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had an x-ray showing that the top right contact was floating away and no longer inline with the eight contact array. Database analysis that the impedance measurement confirmed two high values on the left lead.